Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting actions, the fse concluded that the fan/power supply tray was defective. The cause of the pdu fan tray failure was conclusively determined as electrical overstress by the supplier's part analysis. To resolve the issue, the fse replaced the pdu fantray and performed functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up when power was restored, after a power outage. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.